Manufacturer narrative:
The returned device was evaluated and the inspection of the device found no damages or defects that would contribute to a skin infection. The cause of the skin infection could not be determined. The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. Inspection of the adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. In addition the pod failed to adhere and reportedly fell off the infusion site (leg), causing the cannula to dislodge. The patient reports having a rash as well as purulent discharge at the pod infusion site. The patient reports the pod infusion site felt hot to the touch. Once at urgent care the patients pod infusion site was cleaned up and clear tape was applied to the site. The patient was prescribed cephalexin (500 mg) to be taken once every 8 hours as well as triamcinolone (0.5%) to be applied to the area as needed. The patient was at urgent care for 1 hour. The patient reports they had followed up with their doctor due to a rash still existing at the pod infusion site after finishing their prescription. The patient was advised by their doctor to use manual insulin injections as treatment.